Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: item # 00902602900 item name femoral head 28 mm diameter medium 7 mm neck length lot # 61465100 unknown femoral stem, unknown acetabular cup, all catalog#'s: ni lot#'s: ni examination of the returned device confirms the reported material wear. As returned, the liner exhibits damage to the rim feature. Product identification cannot be made. Damage is too severe for dimensional analysis. X-ray identified superior asymmetric positioning of the femoral head within the acetabulum suggest polyethylene wear. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision procedure due to osteolysis and wear of the poly liner. The modular head and poly liner were revised. The femoral stem was not revised and was found to be well ingrown. However, examination of the returned femoral head device taper identified in-vivo implant corrosion deposits possibly from the femoral stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. The following sections could not be completed with the limited information provided. Device product code - ni. Expiration date - ni. Unique identifier (UDI) # - ni. Manufacture date ¿ ni.

Event description:
It was reported patient underwent hip revision procedure due to osteolysis and wear of the poly liner. The modular head and poly liner were revised.